Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. Unable to perform any tests due to the unresponsive keypad. The pump was received with a cracked battery tube thread, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer had a button error alarm on the insulin pump. Caller stated that the light stays on and will not let him do anything. Caller was advised to remove the battery from the pump. Customer's blood glucose was over 600 mg/dl. Customer treated with manual injections. Customer's blood glucose was now over 500 mg/dl. Customer gave another shot. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.